Manufacturer narrative:
Device manufacturer address 1: (B)(6). Device manufacturer address 2: (B)(6). The device was received for evaluation. During functional testing, it was observed that the keypad test failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a keypad failure. The keypad/front panel assembly requires replaced to address this issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue. The keypad issue was further described as, ¿keypad press gives both intended number and the neighboring number above or below¿. This occurred during programming/setup in the emergency room prior to patient use. There was no patient involvement. No additional information is available.